Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was returned by the customer . No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested on 01/17/2011 by fax and mail. A completed questionnaire was received on 01/21/2011. (B)(4).

Event description:
A surgeon reported a patient with a hyperopic surprise following intraocular lens (iol) implant surgery. The reporter was not the implanting surgeon. In a follow-up, in the surgeon's opinion (reporter), the device did not cause/contribute to the event. A piggy/back procedure was performed and the patient is 'doing fine". The name of the implanting surgeon is unknown. No further follow-up could be conducted.